Event description:
Procedure: gynecology. According to the reporter: the stapler jaws were closed on tissue and the stapler was fired. After firing, it was observed that the tissue was cut and staples deployed. The staples had not closed into a "b" shape and did not hold the tissue together. Cautery was used to stop bleeding. Approx 350cc of blood loss occurred.

Manufacturer narrative:
(B)(4).